Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a partial lead was returned in two pieces. Electrical testing found an internal short between the inner coil and outer coil conductor paths. Visual inspection of the lead found the inner insulation was abraded exposing the inner coil due to external forces. The cause of the reported event was due to the exposure of the inner coil in the abrasion region.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted due to oversensing. The patient experienced syncope. The lead was explanted and replaced. The patient was stable.